Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12505.

Manufacturer narrative:
Results and conclusions: as received, the ipg successfully communicated with the test standard programmer and charger. The ipg was able to fully charge with no interruption and no charging problems were observed. The channels of the ipg were tested and no output was observed on channels 8 and 16. X-ray inspection of the ipg header confirmed broken feed through wires on channels 8 and 16. The broken wires were consistent with an in vivo over stress condition. The broken feed through wires was likely due to the fall the claimant sustained. The broken wires likely caused an intermittent stimulation or discomfort which may have caused the stimulation to feel like it was turning on and off. However, it is unk if the claimant used channels 8 and 16. Optical inspection of the lead showed no anomaly. Continuity testing of the returned segments showed no anomaly. No evidence of shocking was observed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.